Event description:
The international customer reported the ventilator alarmed due to a low oxygen supply pressure. The customer reported that the unit was not in use. The field service engineer replaced the gas delivery system to address the reported problem. The unit is now back in service.